Event description:
It was reported to philips that the system failed to power up due to a tripped breaker and blown fuse in the m-cabinet on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 10 amp fuse and reset the breaker, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).